Event description:
The tubing was hung by night rn approximately around midnight. The day rn noticed fluid leaking approximately 10 hours later. The tubing was noted to have a crack in the line, thus the tubing was discontinued from the patient.======================manufacturer response for smart site infusion set, carefusion (per site reporter).======================return product for credit.